Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via visual examination of the device. Analysis of the device revealed that the controller failed to meet specifications; the device failed visual examination due to cuts in the flex cables for the led circuit. The unit failed functional testing as the battery gauges could not properly display battery charge levels. The confirmed malfunction is related to the reported event. The most likely root cause of the failure is exposure to high temperature conditions, which improperly stress the flex cables and likely contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the ventricular assist device (vad) coordinator that the controller used for training purposes did not accurately display the available power from the two attached batteries. The vad coordinator reported that "battery gauge number one (1) showed no fuel and battery gauge number (2) showed only one bar." They tested multiple batteries and "got the same result". They connected everything to the other training controller which "showed appropriate fuel life (four (4) bars)." The vad coordinator also reported that the disconnect alarm, on the controller, could not be silenced "with either the pacifier on or by holding down both buttons for five seconds" after the controller exchange. The controller was removed from the training equipment and will be sent back to the manufacturer for evaluation. This device was used only for training purposes and was not used on a patient.

Manufacturer narrative:
The controller was removed from the training equipment and will be sent back to the manufacturer for evaluation. This device was used only for training purposes and was not used on a patient. This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) state that a backup controller and fully charged batteries must be available at all times for controller failures or malfunctions. The IFU provides directions on how to silence the power disconnect alarm during a controller exchange. A red alarm adapter is provided that can be inserted into the blue connector port on the original controller which will silence the power disconnect alarm when inserted prior to exchanging the controller. If no red alarm adapter is available the clinicians are directed to press and hold the alarm mute and scroll buttons simultaneously on the controller that will be disconnected until a "beep" is heard, or for at least 5 seconds. The power sources can be disconnected from the original controller after completing either of the above procedures and the controller will be turned off and all alarms silenced. Device remains implanted.